Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) - the markings on the surface of the strike plate appear consistent with the device being impacted during surgical use. The thread damage appears consistent with repeated use and cross threading the device with a mating stem. The deformation appears consistent with tool marks and/or contacting a mating humeral stem. The handle of the stem inserter/extractor has fractured. This appears consistent with exposure to impaction forces from repeated use and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure. All other aspects of the devices appear unremarkable. Design-related issues: exactech is aware of 31 complaint reports involving a broken or deformed stem inserter/extractor since 2008. Mfg-related issues: exactech is aware of 1 other complaint involving parts from this manufacturing lot of (B)(4) units, however the failure modes do not appear related. Therefore, this issue does not appear to be manufacturing related. User-related issues: there are no user-related issues reported that corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The broken instrument reported was likely the result of repeated use and cross-threading the device with a mating stem which led to thread damage. The fractured handle was likely the result of repeat exposure to impaction forces and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. This was reported to have occurred during surgery, the handle is broken, and the threads are damaged. It is stated that no pieces were left in the patient, no patient adverse event.

Event description:
It was originally reported from ous that the instrument was damaged during surgery. No complications to patient. It was confirmed that all pieces were retrieved from the patient. The agency will not provide surgeon/hospital information. The patient¿s heath was stable leaving the or. No pieces were left in the patient. No delay to surgery. Agent was present at time of surgery. New information received on 1 april 2021 states: ¿the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn¿t receive any request for complementary information regarding this issue as well.¿ multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.